Event description:
It was reported that during the implant procedure the header cracked and broke off while tying the suture. The device was not used a new device was implanted. The patient was in a stable condition and would continue to be monitored.

Manufacturer narrative:
The field event of header damage during implant was confirmed. The suture hole on the header was found to be damaged. The header cracked and broke off during implant when the physician was tying the suture on the it. The cause remains undetermined.